Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a resection of retroperitoneal sarcoma with right radical nephrectomy, adrenalectomy and hemicolectomy. The green button was pressed. They were not able to squeeze the handle. They opened a new stapler to resolve the issue. There was no patient injury.